Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. However, the manufacturing site has completed a no sample investigation. Our quality engineer notes that as this is a confirmed complaint, a DHR review is not required. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Conclusion: a conclusion is not yet available as the investigation is still in progress. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were two incidents of the safety shield of a 22 g x 1.25 in bd eclipse blood collection failing to activate during use because it disengaged. There was no report of injury or medical intervention.

Manufacturer narrative:
Results. One sample was returned. The safety separating was not duplicated with the customers sample. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.